Manufacturer narrative:
(B)(4). Date sent: 12/1/2025. D4 batch #: a98a4a. Corrected data: d4 UDI #. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. No issues were noted with the opening and closing of the jaws. The device was tested with the test media and no anomalies were found. There were no anomalies noted with the functionality of the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch a98a4a, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/13/2025. B3: unknown; captured as awareness date. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: lot number of the reported device => unk it was mentioned that "the jaws did not open." How was the device removed from the tissue? (For example, manually the handle was returned to open the jaws, or removed surrounding tissue.) =>surrounding tissue was cut and removed. Was any damage to the tissue observed? =>nothing in particular. What kind of procedure was performed? Are there any problems with the patient's condition after surgery? =>no particular problems. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a total laparoscopic hysterectomy, the jaws did not open when sealing with enseal and separating on the left side of the cervix. The doctor requested that the sales rep will attend the operation to check the device next time because the same doctor was in charge when the jaws of enseal stopped opening last time. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.